Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The customer experienced this issue with multiple cartridges. Customer¿s blood glucose value was between 130-140 mg/dl. Reportedly, a cartridge change was performed to resolve the issue.